Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. The following devices were also listed in this report: tridentii tritanium solid 52e; cat#700-04-52e ; lot#700-04-52e, size 3 accolade ii 127 deg; cat#6721-0330 ; lot#84321201, delta v-40 ceramic head 36/+7,5; cat#6570-0-736 ; lot#86688502, it cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Device not returned.

Event description:
As reported: "right anterior approach hip replacement. Irrigation and debridement. Revision component exchange for infection." All implants were removed: trident x3 36e poly insert, 52e trident ii tritanium solidback shell, size 3 accolade ii stem, and 36 +7.5 mm biolox delta ceramic head.